Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was still implanted. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 the patient had percutaneous endoscopic gastrostomy (peg) tube placed and the duopa medication was started on (B)(6) 2016. It was reported that the patient cannot keep anything down, drooling, falling constantly, weight loss and the patient is bedridden. These all symptoms started after starting the duopa medication. The physician put hold on the duopa medication for 4-6 weeks starting from (B)(6) 2016. Additional information received on 03-mar-2016 that on an unknown date the patient developed stoma site pain and infection and patient was prescribed antibiotics cephalixin 500 mg and metronidazole.